Event description:
Trialysis catheters were inserted bilaterally into femoral veins. These catheters were connected to a cavh filter. After beginning the cavh, the nurse noticed a slight blood leak at the trialysis limb adapter connection. Cavh was stopped, a medical resident came down, cut off the end of the limb of the catheter and attached a new adapter from another trialysis kit. This corrected the problem, however, the cavh filter could not be salvaged. Before a new cavh filter could be primed, the pt arrested and subsequently died despite resuscitation attempts. This pt was in critical condition with multisystem failure.